Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution containing 2100 mg desferrioxamine in 35 ml 0.9% saline. No fluid was observed in the patient line. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 30 ml of drug fluid in the reservoir for evaluation. The reported condition of no flow was confirmed. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. No signs of blockage were visually observed inside the delivery tubing. Microscopic examination of the flow restrictor revealed that the root cause of the no flow condition was drug residue blocking the fluid path at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.